Manufacturer narrative:
The MFR is attempting to acquire the explanted device for further eval. No further info is available at this time. A supplemental report will be submitted when the MFR's investigation is completed.

Event description:
The pt was implanted with a left ventricular assist device (lvad). The vad coordinator reported that after 37 months of support on the lvad, the pt was experiencing a chronic infection that was not responding to IV antibiotics. The healthcare team at the hosp reportedly felt that the infection was gradually getting worse and had progressed to a suspected pump pocket infection. The pt was taken to the operating room where the lvad was explanted and a device from another MFR was placed to assist the pt's heart function while being treated for the infected pump pocket.

Manufacturer narrative:
Additional information: it was reported that the pump was not retained by the hospital. Based on the information available and due to the device not being returned for analysis, no conclusion can be drawn as to the cause of the reported event. In addition, a correlation between the device, the reported infection, and the patient outcome could not be determined. A review of the device history records revealed that the device met applicable specifications. No further information is available. The manufacturer is closing the file on this event.

Event description:
Additional information received from the vad coordinator indicated that the patient subsequently expired due to septic shock.